Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening shell assessed, as to unidentified (tear) opening. Shell thickness within specification). Additional observations: crease flat observed, in the device of the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted.